Event description:
The customer reported that the system intermittently displayed an x-ray disabled error message. This error would prevent fluoroscopy x-ray from being performed. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector and interconnect cable were replaced. The system was then found to be operating as intended.